Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The application represents off-label use. The stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established. The complaint sample has been received at the manufacturing site and the investigation is currently underway.

Event description:
It was reported that a tracheobronchial stent graft, being used in the upper arm cephalic vein, failed to deploy. The delivery system had reached the target lesion but the stent graft only deployed approximately 15 mm from the sheath. The tracking path did have a bend and the physician did meet with some resistance. The physician had pre-dilated with a balloon. The guidewire was .035 and the sheath was 6f. No patient injury.